Event description:
The manufacturer received information alleging the device is not turning on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This complaint should have not been reported on. A corrective submission was provided to retract the previously submitted emdr associated with MFR report number: 2518422-2024-100855. This event does not meet the definition of an MDR-reportable incident under 21 cfr 803 and the initial submission was made in error.